Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 5. E1: patient city: (B)(6). Patient country: canada. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The infusion set was leaking at the site.the infusion set was in use for one day. No further information available.